Event description:
An eye care practitioner reported that a female patient experienced iritis and a sterile corneal ulcer associated with wear of o2optix contact lenses and use of renu mps lens care product. Request was made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible iritis." As there was no product returned or lot number provided, no detailed investigation can be performed.